Manufacturer narrative:
Device manufacture date: model/lot number not given. Date the device was manufactured was unable to be determined.

Event description:
It was reported that a patient with a 16mm aneurysm between the left internal carotid artery (lica) and the ophthalmic artery (opha) was treated in 2007. The procedure was reportedly completed without incident. Patient came out of anesthesia fine. However, nine hours later, the patient expired. Computed axial tomography (CT) images showed a hemorrhage within the cranium. The physician is unsure what caused the patient's death.